Event description:
After post operative check x-ray show a distal fracture at the base of the stem. Pt discharged partially weight bearing but returned with periprosthetic fracture. A second surgery was performed 1 month and a half post op. Please refer to MFR report # 3005180920-2013-00112.